Manufacturer narrative:
Clinician stated that lodi implants failed to osseointegrate. Patient is a smoker and has diabetes. The implants were not immediately loaded. The clinician did not provide the following information: amount of torque used on abutment and implant; whether primary stability was achieved. Failure to osseointegrate is a well-documented inherent risk of dental implants. In the majority of cases where an implant fails to integrate with the bone and is rejected by the body, the cause is unknown. The records management database for 07455, lot 24172 indicates that the implants met the specifications and were approved for product release. Any issues were successfully resolved prior to the release of the implants. The lot history records for 07465, lot i0nal were reviewed and no discrepancies or issues of non-conformance were noted. No further action is required.

Event description:
Lodi implants failed to osseointegrate. Patient experienced swelling and infection/abscess after one week. The following implants were involved in the incident: p/n 07455, lot 24172, MFR: 04/2014, exp: 06/30/2018; p/n 07465, lot i0nal, MFR: 03/2014, exp: 02/28/2018.